Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and cracked lcd window.

Event description:
The customer reported via phone call that they had damage on the reservoir and a keypad anomaly on the insulin pump. Customer's blood glucose was 275 mg/dl at the time of the incident. Customer has not treated for their high blood glucose yet. Customer stated that the reservoir had missing pieces and cracks around the reservoir ring customer reported that the plastic ring had broken off. Customer stated that the buttons were unresponsive and the numbers automatically go without the customer doing anything. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.